Event description:
It was reported that the programmer would not boot up, that the screen was blank. The programmer was returned for service. No patient complications were reported as a result of this event.

Event description:
It was reported that the programmer would not boot up, that the screen was blank. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device powered up to "find patient" screen, however, data drive corruption found.